Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are over filling with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. This occurred on 200 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: overfilled sodium citrate tubes. Analyzer couldn't detect the samples, so mts needed to open the closures, which means additional manual work for them. How many units (tubes) affected?: 200 (estimation). What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.): approx.. 10%? (Estimation). What is the labeled draw volume (2ml, 3mletc): 2.7ml. What was the level of tube fill?: over fill. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)?: by the lab (the analyzer (stago) couldn¿t detect the samples). What was the tube¿s expiration date?: 2020-06-30. How was the tube drawn?: using msn and pronto holder. Was a discard tube used?: no. Was a successful draw achieved with the same lot?: yes, some of them. Is this happening with one particular: department, unit, and shift, time of day or person - in the blood collection room, since they do vacuum draw. In wards, they use syringes, so they manually control the draw volume. What was method of draw?: straight needle. Are you using a bd device to transfer the blood to a tube?: no, other (msn + pronto holder). If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection). Have the tubes been exposed to extreme heat: no. How many locations affected (impatient, outpatients, etc.) Outpatients (blood collection room). In wards, unknown, since they don¿t do vacuum draw.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that tubes are over filling with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. This occurred on 200 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: overfilled sodium citrate tubes analyzer couldn't detect the samples, so mts needed to open the closures, which means additional manual work for them. 1)how many units (tubes) affected? 200 (estimation). 2)what is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) Approx.. 10%? (Estimation). 3)what is the labeled draw volume (2ml, 3mletc) 2.7ml. 4)what was the level of tube fill? Over fill. 5)how was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? By the lab (the analyzer (stago) couldn¿t detect the samples). 6)what was the tube¿s expiration date? 2020-06-30. 7)how was the tube drawn? - using msn and pronto holder. 8)was a discard tube used? No. 9)was a successful draw achieved with the same lot? Yes, some of them. 10?is this happening with one particular: department, unit, and shift, time of day or person - in the blood collection room, since they do vacuum draw. In wards, they use syringes, so they manually control the draw volume. 11)what was method of draw? Straight needle. 12)are you using a bd device to transfer the blood to a tube? No, other (msn + pronto holder). 13)if using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection). Have the tubes been exposed to extreme heat. No. 14)how many locations affected (impatient, outpatients, etc.) Outpatients (blood collection room). In wards, unknown, since they don¿t do vacuum draw.